Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the (B)(4) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with stage two to three diffuse lamellar keratitis of the left eye following lasik treatment. The patient reported some glare and "things far away aren't as clear". The topical steroids were increased. Additional information requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of the treatment. Logfile review shows no abnormalities that could have contributed to reported event. No technical problem with the system can be identified by reviewing the logfiles . The root cause could not be determined conclusively. Technical root cause could not be determined as the system is performing within specifications and as intended the manufacturer internal reference number is: (B)(4).